Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown syncage system /unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (Other number) UDI: unknown part number, UDI is unavailable. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature mckenna, p and "et all". A prospective randomised controlled trial of femoral ring allograft versus a titanium cage in circumferential lumbar spinal fusion with minimum 2-year clinical results. (2005). Eur spine j, 14, 727-737. This study compares the clinical outcome following the use of femoral ring allograft (fra) to the use of titanium cage (tc) in circumferential lumbar spinal fusion. It was estimated that, a total of 80 patients (40 in each arm) would be required to detect clinically relevant differences in functional outcome. Eighty-three patients were recruited for the study fulfilling strict entry requirements (>6 months chronic discogenic low back pain, failure of conservative treatment, one- or two level discographically proven discogenic low back pain). The results were available for all the 83 patients with a mean follow-up of 28 months (range 24-75 months). Five patients were excluded on the basis of technical infringements (unable to insert (tc) in four patients and (fra) in one patient due to the narrowing of the disc space). From the remaining 78 patients randomised, 37 received the (fra) and 41 received the (tc). (Tc) had 23 females and 18 males. Average age of the patients were 41.4 (29-65) years. In conclusion, this prospective, randomised controlled clinical trial shows the use of (fra) in circumferential lumbar fusion to be associated with superior clinical outcomes when compared to those observed following the use of (tcs). This is report 1 of 2 for (B)(4). This report is for unknown syncage system and refers to following adverse events: vascular injuries to the common iliac vein occurred in three cases and were primarily repaired without further complication. Retrograde ejaculation was seen in 1/41 (2.4%) patients. Three patients had transient radiculopathy. One patient had donor site pain. Three patients had vascular injury. Two patients had dural tear. One patient had bowel perforation. One patient had incisional hernia